Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases, a deformation, wear abrasion, stress marks and weight to the specification. The unit is not ruptured. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.